Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The serial number for this device is not accurate at this time. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of a depleted battery set alarm was confirmed during review of the event history log by baxter personnel. The assignable cause was depleted main batteries. The main batteries were replaced to correct the reported condition.should additional information become available, a follow-up medwatch will be submitted.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue onsite. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.08.92, categorized as remediated.